Event description:
It was reported that the sponge of the minicap was not contained in the cap. The caller stated no issues were noted with the shipping container or the over-pouch. The event was observed before use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The lot was manufactured from 04/08/2014 to 04/11/2014. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.